Event description:
It was reported that remote alerts were received for a charge time (CT) code and long charge (lc) codes from this subcutaneous implantable defibrillator (s-ICD) system. Upon a device data review, several untreated episodes and one episode of inappropriate shock treatment was observed due to over-sensed noise. The shock impedance of the treated episode was registered at 1 ohm. Technical services was contacted and recommended emergent diagnostic imaging to assess the s-ICD system location. X-ray imaging was performed which showed clear evidence of twiddler's syndrome. The physician subsequently elected to surgically explant and replace the s-ICD system to resolve the event. The patient was stable with no additional adverse effects. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.